Event description:
Patient with an open left tibia fracture under went fixation with an intramedullary nail. The biomet intramedullary reamer shaft failure during surgery.====================== manufacturer response for medular intramedullary reamer, (brand not provided)======================requested item be returned.